Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the instrument experienced an unrecoverable software error. The software locked up and was non responsive. Ccc attempted a system reboot with the customer. A siemens customer service engineer (cse) was dispatched to the customer site. The cse restored a data base back-up from an earlier date. The cse then performed database maintenance and clean up with no issues. The customer ran calibrations and ipth quality controls, which were within range. The issue was resolved by restoring an old database. The cse stated that the customer does not perform database clean-up or database maintenance. The cse trained the customer to perform both of these tasks monthly. The cause of the delay in testing is unknown. This event also identifies an off-label use as the advia centaur cp ipth assay is not cleared for intra-operative use. The instruction for use states in the intended use section the following: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An intra operative patient sample scheduled for intact parathyroid hormone (ipth) testing was delayed on the advia centaur cp instrument. There are no reports of patient intervention or adverse health consequences due to the delay in testing.